Event description:
Customer reported that css console allegedly exhibited a periodic leaky pilot pressure alarm on the computer. The customer was instructed to increase the pilot pressure from 6.5 to 7.0. Following increase in pilot pressure, there were no further alarms. Patient not affected. This situation did not pose a risk to the patient, because this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. This failure mode will be trended for future evaluation if necessary.